Event description:
A report was received that the patient will undergo a pocket revision procedure due to pain at the pocket site.

Manufacturer narrative:
Additional information indicates that during revision, the physician explanted patient's both ipg's and implanted the patient with a new ipg. There was no suspected malfunction prior to the explant. The patient is reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg's revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: implantable pulse generator (ipg).

Event description:
A report was received that the patient will undergo a pocket revision procedure due to pain at the pocket site.